Event description:
In 2002, the pt reported her insulin infusion set tubings separated near the luer lock 3 times this past week. She stated she was getting ready for bed tonight when she noticed the outer tubing had separated from the luer lock but the inner tubing was still intact. She said she immediately changed her infusion set. She stated she changes her infusion headset every 4 days and her tubing and cartridge every 8-9 days. The pt was advised to change her headset every 2-3 days and the cartridge and tubing every 6 days. The pt stated she is aware of the recall. She said she kept the tubing from tonight but has already discarded the previous two tubings. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.